Event description:
It was initially reported that the right ventricular pacing impedance was high. Additional information was received stating that impedance readings varied, both high and low. Sensing difficulty and possible fracture also reported. The pace/sense portion of the lead appeared kinked, however, impedance measurements via the analyzer were acceptable and did not vary. It could not be determined if the issue was with the lead or the device connector, so the pace/sense portion of the lead was capped, and the device was explanted. A previously capped lead was reused for pacing/sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.